Manufacturer narrative:
No product was returned for evaluation as no product malfunction was reported or identified. No radiographs, lab tests or images were provided to confirm the complaint. Review of the reported event identified nuvasive's devices were utilized with another manufacturer's devices which is an off-label use and not recommended. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. The root cause has not be determined though review of the reported event suggests it may be the result of environments contamination. No additional investigation can be completed. Labeling review: "...cleaning and decontamination: all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions doc 9400896 before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments..." "...sterilization: all non-sterile instruments and implants are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions doc 9400896..."

Event description:
On (B)(6) 2021 an extreme lateral interbody fusion was performed where another manufacturer's cages were installed using nuvasive instrumentation. On (B)(6) 2021 a revision surgery was performed where wound cleaning and antibiotics were completed to address a suspected infection. The infection was reportedly not around the cage. The surgeon stated they do not think the cages were the cause of the infection. No lab tests or images were provided to confirm the infection.